Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms and there had been a drop in intrinsic amplitude. An episode was also noted where a noise artifact was oversensed. The patient recently had a left ventricular assist device (lvad) placed which has caused a fine baseline noise that is not oversensed. Technical services (ts) was contacted, and ts discussed possible reasons for the current situation and made troubleshooting recommendations. The device and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms and there had been a drop in intrinsic amplitude. An episode was also noted where a noise artifact was oversensed. The patient recently had a left ventricular assist device (lvad) placed which has caused a fine baseline noise that is not oversensed. Technical services (ts) was contacted, and ts discussed possible reasons for the current situation and made troubleshooting recommendations. The device and rv lead remain in service. No adverse patient effects were reported.